Manufacturer narrative:
This report was submitted on march 07, 2023.

Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the abutment.